Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported failure was not confirmed and not replicated. Visual inspection: no issues were found that would be related to the reported failure. The unit was integrated into a known-good pca system and functioned as expected. It powered on without any issues, and the receptacle and neutral pad port light-pipe illumination were confirmed to be within acceptable limits. During system drive testing, all ports (bipolar and monopolar) successfully delivered energy throughout cautery testing, with smoke generation and audible tone verified. The unit also completed fixture testing (functional stations 2 and 3), and both tests passed. Based on these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that bipolar energy could not be fired during a procedure. Before contacting technical support, the operating room staff had already replaced the energy cord and the bipolar instrument without resolving the issue. Technical support then asked whether the other bipolar port had been tried, and the caller confirmed that the second port was also nonfunctional. Technical support next recommended performing a system power cycle, but the caller declined to proceed with that step during the procedure.